Event description:
A customer reported an occlusion alarm that occurred with a mobi pump, experiencing more than one previous occlusion event. There was no adverse impact to the customer's blood glucose level, as it did not cause glucose levels to exceed 500 mg/dl. To resolve the occlusion, the customer checked for air bubbles in the tubing, performed fill tubing as needed, and resumed insulin. The customer was advised to clip the pump instead of keeping it in a pocket, ensure enough slack in the tubing, and possibly use 5-inch tubing with a sleeve to prevent future alarms. The issue was not active at the end of the contact, and the customer agreed to implement the recommended plan.